Manufacturer narrative:
The reporter indicated that no additional information was available regarding the vent. The reporter stated that since they have started using a securement device they have not had any additional catheters break. Results: without a lot number we are unable to review the device history record and material review report. One used 26 gauge catheter in two pieces, was returned for evaluation. Portion 1 considered of the molded junction and a portion of catheter tubing approximately 5.052 mm from the nose of the molded junction. The tubing was in the correct manufacturing placement within the oval disk. Portion 2 consisted of a piece of tubing approximately 21.6 cm in length. Microscopic examination confirmed that the area of separation portion 1 exhibited slight cracks to the silicone molding, damaged jagged edges and was on a slight angle. Portion 2 confirmed the area of separation had damaged jagged edges. No other damage or abnormalities were noted on the unit returned. Conclusions: the engineer confirmed that portions 1 and 2 were separated from each other. The damage observed, jagged edges, is characteristic of a separation caused by stress to the catheter. Bd first PICC catheters are 100 percent inspected throughout the manufacturing process. First PICC catheters are 100 percent pressure tested (flow/leak) to insure the catheter has no leaks or occlusions prior to acceptance. A pull test is performed per the specifications to insure catheter strength and integrity. (B)(4)

Event description:
The PICC nurses had had trouble with the catheters breaking.